Event description:
It was reported that under low-voltage conditions that fall below specified power requirements, "the system allegedly a normal exposure condition" and fails to carry out a clinical mammographic exposure. The underexposed x-ray films can go undiscovered until the films are developed.